Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. The device evaluation found that due to damage and corrosion of the plug unit, the image was not displayed and b30 scope communication occurred. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the e216, b30 and no image events occurred due to scope connector damage during user handling resulting in corrosion of the device. The suggested events are detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal." "5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity."" Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, an e216 error was observed on the evis lucera elite bronchovideoscope during preparation for use. During the device evaluation, the following additional reportable malfunctions were found: b30 scope communication and no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer as well as the reportable malfunctions found during evaluation.